Event description:
It was reported that the vns patient¿s device was interrogated and a ¿checksum¿ error message was received. Follow-up revealed that the patient¿s device reportedly could not be interrogated due to battery depletion. The programming system was functioning properly when interrogating other patients. The patient was referred for surgery but the patient¿s family elected to not proceed with replacement as the patient did not have efficacy from vns. No additional information relevant to this event has been received to date.

Event description:
It was reported that the patient was a non-responder to vns.